Event description:
It was reported by a physician that a vns patient experienced bradycardia/ av block and was sent to the hospital. The patient did not experience pain and reacted abnormally along with having low blood pressure. The patient was later dismissed with normal vital functions, but severe swallowing problems. Treating physician does not believe the event is related to vns. An increase in seizures was also reported, but this was below pre-vns levels. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Reporter indicated the patient had no history of cardiac events. The patient's father did have a myocardial infarction at age (B)(6). The patient does have pre-existing hypertension. The patient experienced bradycardia during the event. The heart rate prior to the bradycardia was regular, and during the event was irregular. The blood pressure prior to the event was 133/110; during the event it was 90/40. The date of the bradycardia event was (B)(6) 2012. The patient did not have any symptoms, but "did not feel well in general". The patient did not experience any traumatic events prior to the bradycardia, and had no trigger events. The bradycardia did not occur after a medication change. The bradycardia did not correspond with the vns stimulation on time, did not occur during vns diagnostics testing, and did not occur following a setting change. Electrocardiography information was not provided as it was not available. The bradycardia event is not felt to be related to the vns, and it is not felt to have exacerbated or co-currently contributed to the bradycardia. The patient was hospitalized as an intervention, and experienced a myocardial infarction which required the placement of two cardiac stents. The vns generator is currently programmed on, with settings of 2ma output current, 30hz, 250 pulsewidth, 30 sec on, 5 min off. The arrhythmia event has not recurred.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
.